Event description:
It was reported that the ilet user experienced a low blood glucose of 59 mg/dl after accidentally announcing two meals, and the user was instructed to treat with 15 g of fast-acting carbohydrates and later reported a glucose of 117 mg/dl. The event involved use of the device¿s user interface and was characterized as an improper or incorrect procedure related to meal announcement. Symptoms included hypoglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified involving the user interface and an incorrect procedure of duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.